Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with a basic evaluation trial device to treat urge incontinence; the trial began (B)(6) 2018. It was reported by the patient's advocate that the trial patient had her device/leads removed as it had come undone. On (B)(6) 2018 the caretaker clarified that the patient was getting out of bed when the lead came disconnected and it moved inside her body; patient was taken to the doctor who removed the lead and the trial was ended. Caretaker was not clear of whether the lead came apart from the cable or the cable came apart from the external stimulator. No symptoms were reported and no further complications were reported or are anticipated.